Event description:
This lead was implanted on (B)(6) 2007. The pace/sense portion was capped during device changeout procedure on (B)(6) 2012 due to high shock lead impedance. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)